Manufacturer narrative:
Tracking number (B)(4). Date of initial report sent: 06/27/2014.

Event description:
According to the reporter: case involves duraseal and repair of csf leak, pt now has some paralysis. Requests for additional info have been answered with nothing further.